Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process multiple times. In addition, it was reported that the fill estimate was noted to be inaccurate. Reportedly, the fill estimate went from 40u to 0u after a .61u were dispensed. The customer had loaded the cartridge with cold insulin. There was no impact to the customer's blood glucose level. The customer was instructed to load a new cartridge with insulin at room temperature. It was indicated that the customer would revert to manual injections until a new cartridge can be loaded.